Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2021-13127. It was reported that patient experienced multiple falls followed by ineffective therapy. The leads at l3 migrated. As a result, both the leads were explanted and replaced resolving the issue.